Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012279 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 04-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012279 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012279 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 22-mar-2025, with a total of (B)(4) units. 1 set is found with unsealed bag. No failure relation with malfunction. Extended sampling plan acceptable. The sub-assembly lot 5c02455 was manufactured according to the work instruction (wi) version 29 on 22-mar-2025, with a total of (B)(4) units. The sub-assembly gluing of tubing of the lot 5c02398 was manufactured according to the work instruction (wi) version 42 and manufactured in the machine 4 and 8, on 20-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and work instruction (wi) guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test work instruction (wi) guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: serbia.

Event description:
Reference number (B)(4). Event occurred in serbia. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose. The patient also experienced stomach pain and positive ketones. The blood glucose level was 28 mmol/l at the time of hospitalization. The patient initially got assistance from parents, and they treated the patient with insulin injection via pen. The patient was treated via pump in the hospital. The patient was admitted to the hospital for less than 24 hours. No further information available.